Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2025-06087; 1627487-2025-06089. It was reported patient's right lead was accidentally pulled during a surgical procedure. As a result, the lead was explanted and replaced to address the issue. Therapy was restored post-op.